Manufacturer narrative:
(B)(4). The device was received with the distal I-beam pin on the wrong side, at the jaw dam. During mechanical testing, the jaw would not fully open. Due to the returned condition, only partial functional testing could occur. The failure was duplicated by forcing the jaw to open wider than it should be (hyper-extending the jaw) and then applying force to squeeze the handle.

Event description:
It was reported that during a bowel resection procedure, the blade came off tracks in jaws while being used in patient. It is unknown how the case was completed. There were no patient consequences reported. Maude report (B)(4).

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.